Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with an unspecified mentor smooth saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast post implantation. As a result, the patient underwent explantation and replacement with a mentor siltex round moderate profile 425cc saline breast prosthesis on (B)(6) 2012.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-may-2022, mentor received additional information about the event. The capsular contracture in the patient¿s right breast is baker grade IV. Manufacturer¿s reference number: (B)(4).